Manufacturer narrative:
(B)(4). Batch # p94g8e. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the tip of the shears broke. No other details provided. No patient consequence reported.